Event description:
The above date reflects the latest incident. On (B)(6), suffering from bradycardia, I enrolled in a clinical study "(B)(6) and was implanted with the devices on (B)(6), 2022 at (B)(6) hospital in (B)(6). It his my understanding the devices were subsequently the devices approved by the FDA on february 2022. Since being implanted the devices have proved to be a constant source of problems and I have returned to (B)(6) on at least seven occasions as result of chest pains, breathlessness, and tachycardia following only very minimal exertion (e.g., going a flight of thirteen stairs). Each time I returned adjustments were made and then the same symptoms once again returned. On (B)(6) I suffered an episode of syncope and was brought to the local hospital were it was noted I experienced several extended episodes of "severe" bradycardia (i.e. Bp in the thirties). I was transferred to cornell were I was kept for an additional three days and had my pacemakers adjusted once again. Alas, after discharge the symptoms of chest pain, breathlessness, and tachycardia have again returned. Reference report: mw5147970.